Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
Device malfunction: stent separation, time of malfunction: two months post-procedure, symptoms a/e: none. It was reported that during a pta stenting of the right sfa, it was noticed a previously placed stent implanted in 2007, in the left external iliac artery had separated. One part was still in the stented area and the second part was moved 10cm toward the bifurcation. Reportedly, it was difficult getting access for the guide wire and selective catheter. No intervention was planned. There was no patient consequence. No additional information is available.